Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) alert was triggered during a procedure. Non-sustained ventricular tachycardia (nsvt) episodes and high rate non-sustained episodes were noted. It was suspected that there was possible noise/oversensing due to cautery during the procedure. A magnet was applied; however loss of contact during the procedure may have resulted in detections being on momentarily. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.